Event description:
Philips received a complaint by the customer on the v60 indicating that the devices internal alarm sounding off while in use on a patient but continued to ventilate. There was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) to the site for service and repair. Investigation is ongoing.

Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. The fse and progressive planning team tried several attempts by phone and by email to reach the customer to see if they wanted to continue with this service. Customer never responded back. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.